Event description:
It was reported that the patient had "sudden, severe, strong charges". It was stated that no actions were taken and patient outcome was "resolved without sequela". The resolved date was (B)(6) 2010. It was noted that the event date was (B)(6) 2010. Additional information received from the health care provider (hcp) reported that the patient was a part of a restore sensor study. It was stated that the patient was explaining that he liked the restore sensor better than regular stimulation because it did not give him any changes in stimulation with position changes. It was stated the patient outcome was "no injury" and there no noted signs or symptoms.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).